Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. The returned samples were found to be out of specification. The evaluation found an incorrect suture position.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.